Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements and high pacing thresholds. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).